Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/06/2023, it was reported by a sales representative via phone that an ar-3636h fibertak inserter broke while inserting. Significant portion broke off, >3cm. Portion had to be drilled out. Surgeon could not remove the tip of the inserter and was left in the bone. This was discovered during use in a case, delay 10 minutes. Case completed using using additional anchors. Ar-3638dhc is the suspected cause of the break. The guide did not appropriately line up the anchor to the hole.

Manufacturer narrative:
Complaint allegation is confirmed. Visual inspection revealed that the returned part was a segment of the shaft, which was bent at both ends of the self-bunching 1.8 knotless hip fibertak® soft anchor.. Functional testing was not performed due to the damage of the piece returned. The method of bone preparation and the quality of the bone encountered were provided. The most likely cause for the reported failure can be attributed to improper bone preparation, misaligned insertion, prying or leveraging the device during insertion. Per dfu-0054-eo rev 2 - g precautions - 5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor or inserter.